Manufacturer narrative:
H3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that during an exhibition, the door opening/closing mechanism was not functioning, and the door sliders were found broken. A screw extraction was done, but not successfully or completely to all broken screws. The upper cable/lower slide/lower screw thread was partially damaged. After the completion of the screw extraction, the user tested all movements and the x-axis movement was not responding all of the time. It was then found that the flange attached to the ball screw coupling was broken. There was no patient involvement.